Event description:
It was reported the asymptomatic patient presented for an implant procedure. During implant, the lead was difficult to insert so a fluoroscopy was completed to reveal the lead body had bent. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.